Manufacturer narrative:
The initial implant was deployed in 2007. The doctor stated that "he could always feel the implant distally" prior to the removal date. The doctor stated that there was no infection. There was swelling at the point of extrusion. The explanted device was discarded at the doctor's facility and is unavailable for eval. There were no device performance issues according to the doctor . The device had maintained volume as intended. The lot number of the device was not entered on the pt chart and remains unk. Further discussion with the distributor indicate that the doctor used a single incision technique which can result in superficial placement at the distal end. This user error is the likely explanation for the event.

Event description:
Pt reported an extruding implant to doctor in 2007, and the evera sales rep was notified on the following day. Pt presented with an extruded implant on the distal end on one day later. The device was explanted and a replacement was implanted.